Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the burr became stuck on the rotawiire. The target area was located in the lower right extremity. A 1.50mm peripheral rotalink plus and a rotawire were selected for use for an atherectomy procedure. The catheter was successfully utilized for the majority of the diseased segment. A touch up for an area was attempted which required reversing the device. However, when the physician attempted to move the burr catheter backwards, the catheter would not track backwards and was stuck on the rotawire. Dynaglide mode was activated, but the burr catheter still would not track on the rotawire. Consequently, the physician had to cut the catheter and removed the catheter and wire together. Rotawire access was lost. There were no patient complications reported and the patient was well.

Event description:
It was reported that the burr became stuck on the rotawiire. The target area was located in the lower right extremity. A 1.50mm peripheral rotalink plus and a rotawire were selected for use for an atherectomy procedure. The catheter was successfully utilized for the majority of the diseased segment. A touch up for an area was attempted which required reversing the device. However, when the physician attempted to move the burr catheter backwards, the catheter would not track backwards and was stuck on the rotawire. Dynaglide mode was activated, but the burr catheter still would not track on the rotawire. Consequently, the physician had to cut the catheter and removed the catheter and wire together. Rotawire access was lost. There were no patient complications reported and the patient was well.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by the manufacturer: the device was returned for analysis. The device has the distal tip and body kinked; besides, the distal tip was stretched. The guidewire body was cut, the affected section showed some mechanical cut marks; the returned section measured approximately 145 cm. The other guidewire section was not returned. The dimensional inspection revealed that the outer diameter (od) at distal tip and middle of the device were within its specification. However the overall length (guidewire mechanically cut/tip stretched) and proximal section (guidewire mechanically cut) were not inspected due to device condition.